Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump was alarming error 1851. Instructed patient to remove and replace batteries. Pump powered on and continues to alarm error 1840. Instructed patient to remove and replace batteries for full minute and pump powered back on and alarm returned with error 182. Instructed patient to remove and replace batteries and alarm returned upon power up error 1822. Instructed caller to remove batteries from pump and close clamp nearest port. Unable to obtain pump settings due to alarm. No adverse patient effects were reported by the customer. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of the 1822 and 1840 error codes is the pump's motor. Error code 1851 and 182 do not exist; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon review of the notification the country where event occurred was updated from canada to us.